Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned or if additional information is received.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the right blade was broken off and missing from the instrument. The blade had fractured at the cross section of the grip cable crimp and half of the cable crimp is exposed. The fracture plane of the blade is nearly straight.

Event description:
It was reported that during a da vinci s prostatectomy procedure a piece of the monopolar curved scissors instrument fell into the patient. The piece was retrieved and the planned surgical procedure was completed with an instrument of the same type. No patient harm, adverse outcome or injury was reported. The delay in reporting is the result of an administrative error by a complaint handling team member. This error has been addressed with the applicable team member.